Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient went out of town without her recharger and allowed the battery to go into overdischarge. Also noted coverage not quiet into lower back where she hasn't pain. Programmed to orient satisfaction but not covering all of back pain. Patient states it never did cover all back pains. The battery was replaced, therefore surgical intervention did occur and the issue was resolved at the time of this report. Patient is alive with no injury. Patient medical history is lower back and lower extremity pain. No further patient symptoms or complications were reported in this event.